Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set tubing detachment events on (B)(6) 2025 and (B)(6) 2025. The site of detachment was from hub. Each infusion set was in use one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-15880. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6010497, in question was manufactured at the reynosa site. DHR review: the lot 6010497 was manufactured according to the work instruction (wi) version 120.0, in the line inset 04, on 12/apr/2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5b01322 was manufactured according to the wi version 66.0 and manufactured in the machine sc02, on 08/feb/2025, with a total of (B)(4) units. The lot 5b00196 was manufactured according to the wi version 66.0 and manufactured in the machine sc01, on 05/feb/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.